Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after running out of insulin while using the ilet system, with blood glucose levels over 400 mg/dl for more than four hours and subsequent disconnection from the ilet to administer subcutaneous insulin by pen. Symptoms included nausea and trace to small ketones. Outcomes included temporary use of backup therapy and resolution after reconnection to the ilet. Investigation included customer interview and clinical review. Investigation of this case revealed user-related interruption of insulin delivery due to an empty insulin reservoir, with no device malfunction reported. It was concluded that the event was related to use error resulting in hyperglycemia rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.